Manufacturer narrative:
5076-52 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited mirror image noise and possible insulation damage. The right ventricular (rv) lead exhibited high sensing integrity counter (sic) and insulation damage was suspected. The ra lead was reprogrammed and remains in use and the rv lead remains in use. No patient complications have been reported as a result of this event.